Event description:
Customer called to report the driver arms were not locking. It was stated that the driver block was moving across the lead screw in the locked position. Device was not dropped, bumped, or exposed to moisture.